Event description:
It was reported that a patient presented to clinic for vt episode. Device interrogation revealed failure to convert rhythm, loss of capture, and high pacing impedance on the right ventricular (rv) lead. The vt rhythm was converted with external defibrillation. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was recovering following the procedure.